Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event (outcome was previously reported as unknown). On an unreported date, treatment with all antibiotics for the peritonitis event was completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with reflin (1gram, frequency and route not reported) and tobramycin (40milligram per day, route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. The pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.